Event description:
It was reported the rigid video scope experienced faulty and blurry image issue during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the meniscus of the (charged coupled) r-unit section is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section is broken and therefore the image quality is poor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.